Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.